Event description:
It was reported that the cot was at the mid height position and when a patient went to sit on the cot, the head end then dropped. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4)-the biomed was unable to provide any further details or any information about the service. Third party evaluation.